Event description:
Procedure type: donor nephrectomy. According to the reporter: during procedure, the device could not cut the tissue. New device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. No tissue damage. No unanticipated tissue loss. Nothing fell info cavity. No pt harm. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).